Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter not available from the site. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed they found that the connector on the detector interface was loose and not quite making contact. They found that the screws were fully tightened into the standoffs, but were not holding the connector tight. The screws are too long. They shortened the screws and then were able to fully seat the connector. After doing this the system checked out fine. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that they were unable to expose. They rebooted the system and were still unable. They pulled in a second imaging system to complete the case. There was less than an hour delay in the procedure. No impact on patient outcome. The issue was cause by a loose connector on the detector interface.